Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user experienced an issue during an infusion set supply change when the infusion site was inadvertently pulled off the applicator prior to proper deployment, resulting in an incorrectly deployed infusion set. Telephone support provided troubleshooting and education, and the user completed a full supply change and resumed insulin therapy. No reported symptoms or adverse clinical effects. Outcomes included restoration of insulin delivery with no alarms and no medical intervention. Investigation included remote troubleshooting and user education focused on correct infusion set deployment. Investigation of this case revealed user handling error related to infusion set application; no device malfunction was identified. It was concluded, based on established findings from similar reports, that the cause was user error during infusion set application.